Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2009 and that the patient began experiencing subsequent pain. Medical records provided confirm that patient underwent an aspiration of a fluid filled mass in her mid-thigh area in (B)(6) 2010. The results did not reveal an infection, nor was there any report of loosening. Medical records also indicate elevated cobalt and chromium levels. The surgeon has recommended a revision procedure; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts." "Elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Date of event - no revision procedure has been performed to date. Date explanted - no revision procedure has been performed to date. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2011-00903 / 00905). (B)(4).